Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother called in to report that the insulin pump shut off and the display would not return. The customer's blood glucose level was unknown. The caller was unable to troubleshoot due to the customer being away at school. A replacement battery cap was shipped to the customer and was advised to call back if problems persisted.